Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.